Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel was installed in a known good vela unit. Fluid ingress is visible on the panel screen. The unit was powered on in service mode and tried to perform touch screen calibration test. The customers issue of the touchscreen unresponsive was duplicated, could not access any of the on screen functions. The vela front panel assembly was scrapped.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspected front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and verified the reported event. A user facility representative explained to the carefusion field service representative that they had cleaned the device with too much water or bleach and after the cleaning the touch screen became unresponsive to touch. The carefusion field service representative replaced the device¿ front panel assembly and ran the device through a complete check out per the service manual to ensure the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service. The device¿s operator¿s manuel contains the following information regarding cleaning; ¿caution! Do no submerge the ventilator or pour cleaning liquids over, into or onto the ventilator¿ ¿all external surfaces of the ventilator can be wiped clean with a soft cloth using isopropyl alcohol¿

Event description:
A carefusion field service representative reported that while onsite to perform preventative maintenance (pm) services on the user facility's devices. This device was found in a closet with a note on it stating "touchscreen unresponsive". There was no report of patient involvement.